Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination of the returned device found that the balloon had been inflated and was not refolded. The balloon was inflated to its rated burst pressure of 20 atmospheres with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified the shaft to have multiples kinks and was also noted to be stretched. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.